Manufacturer narrative:
Method: no sample received for evaluation and investigation. No additional information has been provided, although requested. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (1303046 rev. H) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Drug/diluent: unknown.) (Fill volume: unknown and flow rate: 5ml/hr.) (Procedure: unknown and cathplace: unknown.) Fast flow. No other information provided. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 5ml/hr, nominal fill volume: 270ml, maximum fill volume: 335ml, the infusion delivery time is 54 hours when filled to nominal volume and flow rate.